Manufacturer narrative:
Patient codess the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k hemodialysis machine that experienced an ultrafiltration (uf) error during a patient treatment. The patient reportedly stayed on the same machine to complete treatment, but left the clinic with 3 liters of fluid greater than expected for the treatment. A fresenius (B)(4) technician was scheduled to service the machine. Due diligence attempts were exhausted, but additional information was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. The technician confirmed the uf pump and deaeration motor were functional, and the uf pump calibration was within the normal range of operation. The technician monitored the equipment during treatment and found no problems and confirmed the machine operated correctly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.